Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that seven years or more have passed since the device was delivered, and it is assumed that the parts of the power supply unit deteriorated and the power supply unit failed due to repeated use for a long period of time.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed. A faulty power supply was the cause of the reported issue. Additionally, a crack on the front panel and a minor dent on the top cover was found, not affecting functionality. No other issues were found during the inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported that while using a xenon light source they turn it on, and it works for a few minutes then it stops responding. The issue occurred during preparation of a procedure. No patient injury was reported. No additional information has been obtained.